Event description:
While using an icerod plus needle during a cryoablation procedure and 2 min into the freeze cycle, the needle shaft started to collect ice. A warm compress was placed on the skin to prevent injury and continue with the procedure. The procedure was completed with no injury to the patient. The needle will be returned.

Manufacturer narrative:
Corrected data: report date, model #/lot #, device available for evaluation?, date received by MFR?, type of reports, if follow-up, what type?, device manufacture date, evaluation codes. The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were not found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used a warm compress to protect the patient's skin.

Event description:
While using an icerod plus needle during a cryoablation procedure and 2 min into the freeze cycle, the needle shaft started to collect ice. A warm compress was placed on the skin to prevent injury and continue with the procedure. The procedure was completed with no injury to the patient. The needle will be returned.